Event description:
A us distributor contacted zoll to report that a (B)(6) male patient had a skin irritation. The patient reported a skin irritation under the rear therapy electrode pads. He reported that he removed the vest for four days and that the vest was itchy because he sweats a lot. He reported he recently broke out in large quarter size blotches on his back that were itchy. He reported scratching the irritation causing bleeding. He used benadryl gel and baby powder on his skin and that it had improved. Pt reported that he did not reach out to his dr. But his home health nurse looked at it, but she had no suggestions. Follow up on (B)(6) 2015 indicated that the rash was getting better but was still there. He reported he did seek medical attention. The patient continues to wear the lifevest.

Manufacturer narrative:
(Other): biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue (tm) defibrillator gel.